Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer who reported that analyzer (B)(4) was feeling "really hot" and not activating. The customer also stated that there was no indication of smoke, or burning smell. There was no impact to patient care or management as patients were tested on other I-stat analyzers. The I-stat was operating with rechargeable batteries. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. However, the customer states that rechargeable batteries were being used. Therefore the analyzer is unlikely to become hot to touch. The product was replaced and returned for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 11/07/2017. The failure was due to a defective tantalum capacitor.

Event description:
Na.